Event description:
It was reported that the system 9800 locked up and needed to be reintialized on several occasions. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power supply ps1 needed to be replaced and was. Also, a component on the fluoro function board was securely reseated. The system was rested and found to be working as intended and placed back into service.